Manufacturer narrative:
G4:19nov2020; b4: 20nov2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02010 was submitted. All information was submitted under the initially reported MFR report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 jun 2020.

Event description:
The customer reported unit with no flow. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.